Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable cardioverter defibrillator exhibited a capacitor charge timeout. When patient was brought into clinic for further evaluation, a manual charge was performed successfully. Patient will continue to be monitored for future charge times.